Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) inspected the instrument and confirmed the reported issue from the customer. The assignable cause of the reported event was a faulty o-ring at the probe. While replacing the o-ring the fse observed that there was dried blood on the top of the assembly and performed the cleaning function to the assembly as well. The instrument was then verified to meet the published performance specifications. Bec internal identifier - case-(B)(4).

Event description:
The customer reported higher platelet (plt) values than expected on patient samples that were run on their dxh 500 hematology instrument. The samples in question were sent to reference lab and confirmed to be erroneously higher on the dxh 500. There was no report of change or effect on patient treatment. The customer indicated that controls were failing to recover within the expected ranges (high plt), and attempted several times in order for the controls to pass. Once the controls passed, the customer began using the instrument to process patient samples. The customer reported that there were a number patient samples that had higher results for platelets than expected. The customer sent these samples to the reference lab and confirmed the plt values were higher on the dxh500 and the lower values were considered correct.